Event description:
A friend of the consumer reported that the consumer experienced distorted vision in his right eye a few hours after intraocular lens (iol) implant surgery and his vision remains distorted several months later.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested by phone on 09/29/2008 and 10/01/2008 and by mail on 10/21/2008. A completed questionnaire has not been received.